Event description:
It was reported that pump screen stayed dark and would not turn on, with only backlight briefly coming on but no display. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternative method of insulin therapy.